Event description:
The user facility reported that during a patient procedure, their harmonyair ng silicone sterilizable cover detached from the light handle; the cover did not enter the sterile field. No report of procedure delay or injury.

Manufacturer narrative:
The harmonyair ng silicone sterilizable cover, subject of the reported event, is being returned to the supplier for evaluation. Investigation in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.